Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical department with a report that the pump would not keep it's vtbi (volume to be infused) when entered. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was reported the issue that the pump would not keep it's vtbi was not duplicated; however, it was noted the ground prong on the ac power cord plug was bent. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.